Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that during an attempted implant, a cardiac perforation occurred resulting in cardiac tamponade. A pericardiocentesis was successfully performed. The lead was replaced. Patient was stable after the procedure.